Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that at the start of treatment, the cardiosave intra-aortic balloon pump (iabp) unit gave low battery" alarm and the unit shut down. It was decided to not continue treatment line with the iabp and ECMO was considered but not done. There was no patient harm reported.

Manufacturer narrative:
*Patient height: 183cm. A getinge field service engineer evaluated the unit and replaced the line cord assembly. All functional and safety checks were complete. The maquet failure analysis and testing dept. Received the line cord assembly with a reported unit failure of the cardiosave giving a "low battery" alarm and shutting down. The fat performed a visual inspection and found the part to be in good condition. Tested the prongs and connectors with a multimeter. One of the leads was found to have no continuity. The reel is found to be defective and would not allow the iabp to run on ac power or charge batteries. Fat verified the reported issue but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number.

Event description:
It was reported that at the start of treatment, the cardiosave intra-aortic balloon pump (iabp) unit gave low battery" alarm and the unit shut down. It was decided to not continue treatment line with the iabp and ECMO was considered but not done. Patient still on ventilator in ICU. There was no patient harm reported.